Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be discharging battery which due to medical staff ignoring low battery alarm. The installed battery has been 5 years in use at that time of the incident (this indicates that the annual maintenance was not carried out properly). In consequence the battery was replaced. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: the device alerted of low battery current, even if the power cord was in the wall. Device ceased operations after a while, new ventilator was brought before the original device ceased operation. Device reported a ventilation failure. Couldn't turn it off, just kept alarming.

Event description:
The following was reported to hamilton medical ag: the device alerted of low battery current, even if the power cord was in the wall. Device ceased operations after a while, new ventilator was brought before the original device ceased operation. Device reported a ventilation failure. Couldn't turn it off, just kept alarming.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: the root cause was determined to be a discharged battery. In consequence the ventilator was connected to ac power. Checked pre-operational parameters. Started ventilator. The unit is working properly. There was no patient or user harm.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion of complaint that: reportedly no patient harm, no intervention was necessary. Investigation was intitiated. Root cause: - investigation ongoing,

Event description:
The following was reported to hamilton medical ag: the device alerted of low battery current, even if the power cord was in the wall. Device ceased operations after a while, new ventilator was brought before the original device ceased operation. Device reported a ventilation failure. Couldn't turn it off, just kept alarming.